Manufacturer narrative:
Patient age at time of event: over the age of 50.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified right common iliac vein. A 16-4/5.8/75 xxl esophageal balloon dilator was advanced for dilatation. However, during the first inflation at 2 atmospheres on its way to 4 atmospheres, the balloon ruptured. The device was removed over the wire and the procedure was completed successfully with another balloon of the same device. There were no patient complications nor injuries reported and patient status was fine.